Manufacturer narrative:
The device was received from the customer by argon medical on 2019-10-21 and evaluated. The evaluation found that the device was not manufactured by argon. The customer returned a bone biopsy needle made by another manufacturer. A third notification was sent to the customer on 2019-11-14 for the return of the correct device, however, argon has not received the device back as of the date of this report. Without the correct device returned, argon cannot confirm the customer's complaint. If any additional information is provided to argon in the future, the issue will be re-evaluated as needed.

Manufacturer narrative:
The investigation is ongoing and a follow up report will be submitted once the evaluation is complete.

Event description:
During the take away of a bone biopsy the plastic handle of the biopsy instrument was broken off while the needle was in the bone. Doctor then had to remove this manually from the bone, which was very difficult. The patient was annoyed by this, but luckily no injury was sustained.